Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging packaging issue. The reporter alleged there is one vial of 50 otv gold test strips and one vial of 25 otu blue test strips in a box of 100 otverio test strips with 50 count vials. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.